Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced a needle that would not retract. The following information was provided by the initial reporter: material no: 382644 batch no: unknown (reported in valid lot # of 0132431). It was reported that the safety mechanism failed. Event description per attached email states: describe the event or problem: safety on 18g bd IV catheter did not deploy. What was the original intended procedure? : IV placement for surgery. What problem did the user have (check all that apply) :device malfunction - that is, the device did not do what it was supposed to do; questions/inquiries:

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Manufacturer narrative:
Device expiration date: unknown. Medical device lot #: an invalid lot # was provided as (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced a needle that would not retract. The following information was provided by the initial reporter: material no: 382644, batch no: unknown (reported in valid lot # of (B)(4)) it was reported that the safety mechanism failed. Event description per attached email states: describe the event or problem: safety on 18g bd IV catheter did not deploy. What was the original intended procedure : IV placement for surgery. What problem did the user have (check all that apply) :device malfunction - that is, the device did not do what it was supposed to do; questions/inquiries.